Manufacturer narrative:
Other applicable components are product ID: 3889-28, lot# va22ldt, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-sep-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that it was reported that the patient had symptom return a few months after the im plant date. Pt reports went to hcp and were told the lead on one side does not work. The agent reviewed only one lead and pt reports maybe misunderstood what hcp was saying. Pt reports increased by .1 or will increase too much until feels shocked. Pt states peeing all the time and if adjusts to the left or right has to go pee. Pt mentioned still doing better than before the implant but not getting the expected relief. The agent reviewed increasing therapy strength or switching to a different program. Pt increased therapy strength. Confirmed stimulation in bicycle seat area and comfortable. The patient will maintain a stimulation level and will continue to track symptoms. Pt also mentioned unsure no further complications were reported/anticipated at this time.